Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98, and a 510k number of k191595. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The overall performance of architect stat high sensitive troponin-I reagents in the field were reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot number 68477ud01, was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 56-year-old male patient. The following data was provided (customer¿s reference range is <26.2 pg/ml): sample ID (B)(6) result, on (B)(6), was 577 pg/ml. The sample was tested with hbt (heterophilic antibody blocking tube) with a result of 636 pg/ml. The sample was then diluted, and the results were 1:2 was 379.2 pg/ml, 1:4 was 192.9 pg/ml, 1:8 was 99.2 pg/ml, 1:16 was 51.4 pg/ml. The patient was tested on (B)(6) with a roche hs-tnt assay and the result was 12.8 ng/l, which is negative. The patient was tested on (B)(6) with a siemens ctni assay, and the result was <0.012 ng/ml, which is negative. The patient was admitted to the hospital on (B)(6) 2024 for type ii diabetes. The patient¿s hs-tni results were 629.3 pg/ml on (B)(6) 2024, 592 pg/ml on (B)(6)2024, 589 pg/ml on (B)(6)2024, 721 pg/ml on (B)(6)2024, and 628.4 pg/ml on (B)(6)2024. The patient had elevated ldh, hbdh, and ck-mb results on (B)(6)2024 and an electrocardiogram showed sinus bradycardia, no axis deviation, st-t changes (anterior wall st segment elevation 0.1mv). On (B)(6)2024, the patient had a helical enhanced CT, which included IV contrast, that showed some bicuspid valve and tricuspid valve regurgitation and small amount of pericardial effusion. There was no harm to the patient due to the CT. The patient was discharged from the hospital on (B)(6) 2024. It was noted that the customer is not questioning the troponin results from october and (B)(6) 2024. There was no impact to patient management reported.